Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis : unit received with the lock having movement. As a result, the disk ratchet, retainer, and teflon o-ring were replaced due to being worn. General maintenance and cleaning also required. Root cause : the reported complaint was confirmed. Unit received with the lock and rocker arm assembly having movement due to worn components that required replacement. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the skull pin on the mayfield composite series skull clamp (a3059) was wiggling, causing issues, poses a potential threat to the patient and needs to be repaired. No patient injury or surgical delay has been reported.